Event description:
The customer called and reported the buttons on the insulin pump were not responding. Customer's blood glucose was 7.2 mmol/l. The customer stated he had also had a no delivery alarm and the insulin pump would not restart. Customer tried 3 batteries and the buttons still would not respond. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.